Event description:
The protege everflex stent was deployed in the right basilic vein in elbow area. The physician stated that upon deployment the protege everflex stent, the leading part of the stent "folded" inside the trailing part. Since the stent could not be removed, the lesion was re-stented immediately with a 8x80 protege everflex stent. No injury to the pt reported.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.